Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of right side radicular pain following the procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant using chisels due to the implant being solidly fixed in bone. He then installed an additional implant of the same type in a new position to help fixate the joint. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.